Event description:
A company representative spoke with the customer via phone call and customer reported experiencing low blood glucose of 35 mg/dl. Customer stated they may have overcompensated, causing high blood glucose as well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.